Manufacturer narrative:
The reagent lot number was 73676800. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable carbohydrate antigen (ca19-9) test system results from the cobas e 801 analytical unit. The initial result was 189 u/ml and the repeat result was <2 u/ml with a data flag. After high-speed centrifugation, the repeat result was <2 u/ml with a data flag. The repeat result was believed correct and reported outside of the laboratory.

Manufacturer narrative:
The instrument was checked and spilled lubricant oil was found close to the incubator. After removing the residual lubricant oil and removing the excess amount of lubricant oil from the reagent probe drives, no further issues were reported. Qc measurements and instrument check results were within specifications. The investigation determined the issue was resolved by the service actions.